Event description:
Philips received a complaint by the customer on the v60 indicating that oxygen values were not met. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that oxygen values were not met. It was also stated that the v60 was unable to properly display values or the patient trigger rate. This investigation is ongoing.

Manufacturer narrative:
It was clarified that there was no patient involvement at the time the issue was discovered. The malfunction was detected during the pre-use inspection. This investigation is still ongoing.

Manufacturer narrative:
It was reported that oxygen values were not met. It was also stated that the v60 was unable to properly display values or the patient trigger rate. Per good faith effort (gfe) response received 23feb2026, the gas delivery system (gds) was "repaired" by the customer. No further information could be provided of the repair. The customer "repaired" the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.